Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the station device was not detected on the bus. The field service engineer (fse) found that main drawer, row b, was not on the bus. The station was powered down, and the back panel was removed to access all drawers. The fse reseated all cables at the back of drawers closed the back panel, and powered on the station, but the issue persisted. The station was powered down again, and the cubie tray in row b was replaced. The station was then powered back up, and a final test was performed using the hardware test application (hta). The customer inventoried the medications in row b to confirm functionality. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the device not detected on bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.